Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The watchman access system was advanced into the laa with the pigtail catheter. At this time, contrast was injected to reveal a perforation from the sheath and 1 cm pericardial effusion to the laa. The device was quickly inserted and released. A pericardiocentesis was performed, and after 20 minutes the effusion successfully resolved. Patient remained stable and was discharged.